Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient experienced withdrawal symptoms on two separate occasions, with one occasion occurring in (B)(6) 2011, and the other in (B)(6) 2011. The patient had heard a pump alarm when the pump was full/recently filled. Both a rotor and dye study were performed, and results for each test was reported as "negative". The pump was explanted and replaced. Following the replacement procedure, the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.